Event description:
Event description boston scientific, crm received information that this right ventricular (rv) pacing lead was capped and abandoned surgically, as it was not capturing at maximum output. It did not appear that it was grossly dislodged. Physician elected to cap the lead and a new rv lead was implanted without further complication. No adverse patient effects were reported.